Manufacturer narrative:
Date of alcl diagnosis: (B)(6) 2020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected.

Event description:
Patient representative reported for left side "plaintiff alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following: bia-alcl, past, present and future damages, including but not limited to, pain and suffering for severe and permanent personal injuries sustained by plaintiff. Plaintiff has been diagnosed with bia-alcl." Also reported "permanent impairment, mental pain and suffering, loss of enjoyment of life, past and future health and medical care costs, and economic damages including past and future lost earnings and/or earning capacity, together with interests and costs as provided by law" which is not related to the device. Histopathological markers confirming alcl have not been received. The device has been explanted.